Event description:
It was reported that patient's cervical system was auto-reducing. Diagnostics indicated high impedances on all the contacts of the lead. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Type of investigation codes and the investigation finding code have been corrected in this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information recevied reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.